Manufacturer narrative:
D6a: implant date added and estimated from report that implant occurred in (B)(6) 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, post-implant, a thrombus was identified on the closure device. The patient was re-started on blood thinners.

Manufacturer narrative:
B5: additional information added d4: model number, lot number, catalog number, expiration date, UDI # added d6a: implant date corrected from (B)(6) 2022 to (B)(6) 2022. H4: device manufacture date added. H6: patient code added.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, post-implant, a thrombus was identified on the closure device. The patient was re-started on blood thinners. It was further reported that the patient experienced a stroke which is what prompted the follow-up transesophageal echocardiogram imaging where the thrombus was identified on the closure device. The thrombus was mobile and on the limbus side. Additionally, post implant, the patient was on dual antiplatelet therapy (dapt) for six months and then the medical regimen is unknown after that.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, post-implant, a thrombus was identified on the closure device. The patient was re-started on blood thinners. It was further reported that the patient experienced a stroke which is what prompted the follow-up transesophageal echocardiogram imaging where the thrombus was identified on the closure device. The thrombus was mobile and on the limbus side. Additionally, post implant, the patient was on dual antiplatelet therapy (dapt) for six months and then the medical regimen is unknown after that. It was further reported that with the stroke, the patient experienced new onset hemianopsia. Magnetic resonance imaging was performed which identified a moderate-sized area of acute ischemia in the right pca distribution without mass effect with mild hemorrhagic transformation. The likely mechanism of stroke was thromboembolic. Post-implant, the patient was on dapt for six months and then continued on aspirin alone.

Manufacturer narrative:
B5: additional information added. B6: laboratory information added. B7: medical history added. H6: patient code added, impact code added.

Manufacturer narrative:
B3: event date estimated based on report that this event occurred 3 weeks ago.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, post-implant, a thrombus was identified on the closure device. The patient was re-started on blood thinners.